Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.5-4°f lower than was later measured at a doctor's office. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Had requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.